Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to shock a patient without a heart rhythm (age & gender unknown), the device gave a pad error of "unable to charge". Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that during transport the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating a malfunction. Review of the device history log did not provide any evidence of the customer's report. The customer was unable to provide more information regarding the facts surrounding the reported event. The device was recertified and returned to the customer. No trend is associated with reports of this type.